Event description:
It was reported that the device had post audible alarm, occlusion error, motor rate error, and device was noisy. No patient injury was reported.

Manufacturer narrative:
Customer reported that device showed battery not working. Both tamper seals were broken, third party seals present. Visible contamination around gasket, dried fluid inside bottom case. Cracked bottom case in battery bay, cracked battery door. Performed power up process, checked battery diagnostics. Battery not working, battery communication timeout, pump motor drive off post, pump motor drive phase b post. Contamination on interconnect board and battery by customer. Replaced interconnect board and battery. Performed power up process, pm and all functional tests which passed.